Event description:
Split introducer catheter split transverse to the catheter implanted, instead of longitudinally parallel to the catheter. It also disintegrated into pieces when retrieval attempts were made.